Event description:
The manufacturer received information alleging a ventilator was delivering a higher than set breath rate. There was no harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was delivering a higher than set breath rate. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.